Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress by the manufacturer. Manufacturer's reference number: (B)(4) this event was also reported by the manufacturer under MDR #2029046-2021-00785 reference#(B)(4)

Event description:
It was reported that a soundstar® eco diagnostic ultrasound catheter was received and it was observed that there was an open pouch seal issue. The shipping box for the soundstar® eco diagnostic ultrasound catheter arrived damaged. The outside shipping box appeared to have been stuck on some kind of conveyor belt, as there was a hole burned through the shipping box, straight through to the catheter box, and the catheter handle was exposed. It was reported that they could stick their finger through the hole on the shipping box, and physically touch the catheter handle, confirming the sterility was compromised. There was no patient involvement. Per manufacturer bwi, the packaging damaged issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The issue with the catheter box that compromised the sterility of the product was assessed as a MDR reportable open pouch seal issue.